Manufacturer narrative:
Updated data: b4, g3, g6. Corrected data: h1, h2.

Event description:
N/a.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter with the one-way valve attached. The pressure tubing was also returned. No blood was observed inside the iab catheter. No visible damage was observed on the iab catheter. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and pressure tubing was performed and no leaks were detected. The iab was placed on the cardiosave pump and the iab fully inflated. No alarm sounded from the pump. The iab was tested and no nonconformances were identified. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The device meets all product specifications. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint record ID # (B)(4).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the patient's overall hemodynamic status deteriorated upon insertion of the intra-aortic balloon (iab). Additionally, the displayed numerical values did not appear appropriate or accurate, though specific details could not be recalled. The customer mentioned that an inexperienced ccl rn had set up the console to the catheter, suggesting the possibility of user error. As a corrective measure, the customer opted to replace the balloon catheter, after which the patient¿s indices showed improvement.